Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the electrode worked fine in the beginning but then suddenly the electrode tip broke and piece fell into patient's cavity. The piece was removed from the cavity. New device was used to complete the procedure. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the tip of the electrode to have broken off. The tip fractured. The investigation found the tip to have broken off. The broken tip was returned. The broken tip was inspected under magnification. The broken off section had stress fractures. The investigation identified the root cause of the reported event to be the customer applying excessive force to the electrode tip. If information is provided in the future, a supplemental report will be issued.